Manufacturer narrative:
On september 29, 2023, the mentor failure analysis lab received the device for evaluation. On october 3, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 400cc breast implant was found to be ruptured. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. On october 9, 2023, mentor received additional information indicating that during the explantation surgery, the right breast implant was also identified to be ruptured. This medwatch form is for the left breast prosthesis. The rupture on the right breast implant will be reported under mrn: 1645337-2023-12377.

Event description:
It was reported that a 58-year old african american female patient underwent primary breast augmentation with two 400cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via mammogram, with left breast implant rupture. The patient was possibly in an auto-accident prior to the rupture. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2023.

Manufacturer narrative:
Section d 6b. Explantation date: on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).